Event description:
It was alleged that during use on a patient the pump powered down after giving "low batt alert or alarm". It was noted that the unit was plugged into ac to charge prior to the shutdown. There was no patient consequence.